Event description:
It was reported that a low hv lead impedance was observed. At explant, lead insulation damage was noted near the pocket.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. The reported field event of output anomaly was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and no anomalies were found. It is believed that lead abrasion was the cause of the output anomaly.